Event description:
It was reported that the patient had a pocket infection and endocarditis. The entire system was removed and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): 6949 implantable tachy lead 2005-(B)(6), 4194 implantable pacing lead 2010-(B)(6), dofetilide, digoxin, heparin, diuretic, statin, beta blocker, angiotensin receptor blocker. (B)(4): no eval explaination: lead not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.